Event description:
A minimum fill notification was reported. Customer unsure of how much insulin was in cartridge. There was no reported impact on the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.